Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer's wife reported via phone call of high and low blood glucose readings and hospitalization. The customer's blood glucose reading was 480 mg/dl. The wife also stated that her husband had low blood glucose readings. The wife stated that there were small air bubbles at the bottom of the reservoir. The wife stated that her husband had a low dip after every set change. The customer was advised to perform an hp test. The hp test failed. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.